Manufacturer narrative:
The patient¿s date of birth and/or age were requested but was not provided. The patient¿s gender was requested but was not provided. The patient¿s weight was requested but was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device ¿ 1 day.  The patient remains ongoing with the device. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that post-extubation, the patient experienced multiple coughing events and several log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative showed an increase in power and a trajectory that may be linked to the presence of thrombus. Log file submitted on (B)(6) 2017 showed the powers and flows have returned to baseline. Additional information was requested, but was not provided.